Event description:
It was reported that the patient underwent a surgical procedure related to this artificial urinary sphincter (aus) due to pump migration. The pump was repositioned without complication to the patient.